Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the iol had crack after implanted in eye. The iol was explanted and changed a new one implanted. No effect on the patient. Additional information was requested.

Manufacturer narrative:
No iol, pouch or lens case returned for evaluation. Empty carton only returned. No root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of sample iol, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).